Event description:
Healthcare professional reported that a clinical patient were injected in the hands with juvéderm® volift¿ with lidocaine. Approximately 2 months later, patient experienced an inflammatory reaction of both hands and two days later, patient experienced right shoulder trauma, deemed not related to the device. Patient was treated with ibuprofen 400mg that day and event of right shoulder trauma resolved the next day. Four days later, patient was treated with aerius 5mg, augmentin 500mg, solupred 20mg, mopral and extranase. Event of inflammatory reaction of both hands resolved a month after onset. Approximately 2 months later, patient experienced whitlow on right ring finger (not device related) and was treated with fucidin antibiotic cream and transcutaneous hexomedine. Event resolved a week later without any treatment noted. Patient also "fall in public transport and felt right shoulder pain," deemed not related to the device. MRI showed a rotator cuff tear on right shoulder. Surgery was performed and rehabilitation needed. Patient was prescribed dolaproine and vitamin c. The next month, x-ray showed normal recovery. Event resolved approximately a month after date of onset. Approximately two months later, whitlow on right middle finger (not device related) re-occurred. Patient was treated with dakin solution. Event ongoing.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rotator cuff tear on right shoulder (not device related) is considered an unexpected adverse drug experience.